Event description:
Customer reportedly obtained results of lo and 227 mg/dl on the active system within 10 minutes. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.